Event description:
The customer called and reported he was hospitalized with high blood glucose of 350 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Customer declined to check for presence of leaks or air bubbles in the tubing and reservoir. A few threshold suspend alarms were found in the alarm history. Bolus history appeared to be accurate. Customer performed high pressure test and no delivery alarm was successfully received. It was stated basal rates may have been off, so customer stated he would contact doctor's office to check on them. Self test and displacement test were performed and the insulin pump passed. The device was found to be working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.